Event description:
Customer obtained a reading of 113 mg/dl on her aviva meter, and took her normal dosage of 30 units of lantus insulin, not based upon the meter reading. Customer did omit her novolog insulin as the meter reading was lower than her target reading of 150 mg/dl for novolog administration. Customer passed out shortly after the reading and lantus insulin administration. Customer was unconscious for five hours and emts were called by an unknown person. Emts tested the customer at 42 mg/dl on their meter upon arrival, and customer was treated with oral glucose. Customer was transported to the hospital, admitted for six hours, and treated with additional oral glucose. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.